Event description:
It was reported that the ilet user experienced hypoglycemia after announcing a usual breakfast meal size and receiving 8.6 units, then dropping to 39 mg/dl; the user treated with oral glucose and subsequently began routinely announcing smaller-than-usual meal sizes, indicating an incorrect procedure related to meal announcements on the user interface. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified involving meal announcement practices and an incorrect meal size selection related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.